Event description:
Product analysis was completed on the generator. Per the product analysis lab, various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area passed. A bench lead fully inserted into the pulse generator header, past the negative connector block. Proper functionality of the pulse generator was verified in its ability to provide appropriate programmed output currents can be verified. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specification. There were no performance or any other type of adverse conditions found with the pulse generator. No additional information has been received to date.

Event description:
Information was received that the physician is at a different address. No further information has been received to date.

Event description:
An x-ray assessment was received. It was stated that the neurostimulator leads did not appear to be attached to the neurostimulator pack. A copy of the x-rays have not been received by livanova. No additional information has been received to date.

Event description:
The patient¿s generator was replaced. Once the generator had been replaced, the impedance of the system was within normal limits. The generator has been received to livanova and product analysis is underway but not complete. No additional or relevant information has been received to date.

Event description:
It was reported that the patient has high impedance. The physician reported that the patient's lifestyle may play a role in the high impedance, as the patient is under duress from being homeless. The patient cannot perceive stimulation. Surgery is likely but has not occurred to date. No additional or relevant information has been received.